Manufacturer narrative:
A ge svc rep performed an on site investigation. The text control panel, hand, and console cable were replaced. The system was then found to be operating as intended.

Event description:
The customer reported while lowering the apix table the edge caught on another piece of operating room equipment thereby raising the base of the table. Two operating room staff members attempted to raise the table manually (by hand) in efforts to prevent an injury and damage to the alternate equipment. While doing so, one of the staff members allegedly injured her wrist.